Event description:
(B)(4). Same case as: 2134265-2012-04181, 2134265-2012-04169, 2134265-2012-03997. Same patient as: 2134265-2012-04412, 2134265-2012-04411. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis and coronary artery disease. Lesion 1 was an in-stent restenotic lesion (taxus deployed in 2008) located in the proximal segment of the saphenous vein graft (svg) to 1st diagonal. The lesion was 70% stenosed, 4.0mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 4.0x16mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was a de novo lesion located in the mid segment svg to 1st diagonal. The lesion was 80% stenosed, 4.0mm in diameter and 24mm long. The lesion was treated with direct stent placement using a 4.0x28mm taxus liberte stent. Residual stenosis was 0%. Lesion 3 was an in-stent restenotic lesion (taxus stent deployed in 2008) as per source, de novo lesion as per edc, located in the distal segment of svg to 1st diagonal. The lesion was 60% stenosed, 4.0mm in diameter and 10mm long. The lesion was treated with direct stent placement using a 4.0x16mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient was diagnosed with worsening of coronary artery disease and was hospitalized. A 90% in-stent restenosis of the study stent and the previously deployed non-bsc stent in 2008 in the proximal portion of the svg to the 1st diagonal was treated with balloon angioplasty and placement of a 4.0x23mm non-bsc drug eluting stent. Residual stenosis was 0%. In addition, 70% in-stent restenosis of the study stent and the previously deployed taxus stents in the distal svg to 1st diagonal was treated with balloon angioplasty and placement of a 4.x15mm non-bsc stent. Residual stenosis was 0%. The event was considered resolved without residual effects and the patient was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. If implanted, give date: (B)(6) 2008. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).